Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the screen. The self test and operation test were performed and passed. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked reservoir tube near reservoir tube window. No cracked screen on insulin pump noted.